Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient complained that she gets a tingling sensation even when the stimulator is off. Pt reports that she gets minimal pain relief from her stimulator. Purports that her stimulator system has not worked since her full system replacement 2 years ago. Pt denies falls or trauma. Pt has scoliosis that the doctor believes is getting worse. The rep was unable to connect to stimulator. Both patient controller and implanted generator were not charged. Pt reported that she had not used the device in about 3 weeks. Doctor and patient decided that it was best to explant the system. Surgery is not scheduled at this time, and the issue has not been resolved at this time.